Manufacturer narrative:
As of today, the referenced laser console has not been returned, therefore, no physical or visual analysis could be performed. However, a field service engineer (fse) performed an onsite evaluation of the unit. During inspection, an occasional limitation in the console energy output was observed. Examination revealed a spot on the third-channel front relay mirror (frm). The frm was replaced, which resolved the issue. Following the repair, the console operated within specifications. Further information provided also indicated that the console had entered case saver mode. Based on the review of all available information, the manufacturer determined that this event no longer meets the reporting criteria for the event of low power.

Event description:
It was reported that, before the procedure, the console had a red screen, indicating the console entered case saver mode. The procedure was completed with the same device. There were no patient complications.

Event description:
It was reported that, before the procedure, the console had low energy. The procedure was completed with the same device. There were no patient complications.